Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. H6: code c21 - results pending completion of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: this patient had aortic aneurysm and previously treated with afx stent graft and then developed a suspected type iiia endoleak. On (B)(6) 2023, this patient underwent an endovascular treatment for the endoleak of afx device using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg component was deployed inside the afx, but the contralateral leg hole was not fully opened. It was possibly compressed by the ipsilateral leg and the afx device, or it was possibly because the guidewire was not passing properly inside the afx stent frame. Reportedly, its cause was not identified. Due to the compression of the contralateral leg hole, cannulation was extremely difficult; therefore, the treatment plan was changed to aortouniiliac procedure. The left common iliac artery was embolized and the left external iliac artery was ligated. Then femorofemoral arterial bypass was constructed. No endoleak was found and the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.